Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air channel was blocked while using the evis lucera elite gastrointestinal videoscope. The issue was found at reprocessing, the procedure was completed with the same set of equipment, and there was no patient harm associated with the event. The device was returned and evaluated, and a black rubber like material was protruding from the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to inspection failure of the air channel volume. In addition to the material protruding from the nozzle, the up angle was found to not meet specification, the water flow and water removal failed not to specification, and the water channel volume failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.